Event description:
It was reported to boston scientific corporation that, after approximately 45 days after placement of a one step button, enteral feeding device, the device was leaking. The patient's gender and age are unknown. The device was returned to boston scientific in two pieces. Information regarding the cause of the torn device has been unobtainable. The patient's condition after the event is unkown.

Manufacturer narrative:
H3: the device has been received and evaluated by the manufacturer. A visual evaluation found that the button shaft was torn leaving the devices in two pieces. A functional evaluation found that the proximal cap could be placed and withdrawn from the cap opening with a tight fit and the button valve was seated and functioning properly. A review of the device history record was performed and revealed no anomalies. Customer complaint of leakage issue was not confirmed.